Event description:
Patient reported the infusion device displayed an unsolvable e8 power interrupt error after the battery was changed. The buttons on the infusion device were not responding correctly, and she was unable to place the infusion device in the stop mode first. She changed the battery, and an e8 power interrupt error was displayed and the infusion device was "blocked." The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.